Event description:
Pt called to report that she has had a rash on her stomach, knees, thighs and arm three times a week and was diagnosed with pseudomonas. Pt was prescribed antibiotic which is currently working. Pt originally thought she contracted rash from local lake that was shutdown due to animals dying because she went fishing, but she is 32 weeks pregnant and has baby heart rate checked every visit using ultra sound gel.